Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, it was observed that one spike had separated from the tubing. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood recipient set separated at the connection between the line and the spike. This occurred during infusion after spiking the bag of red blood cells. There was no patient injury or medical intervention associated with this event. No additional information is available.